Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum for a bleeding during a hemostasis procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue but it did not release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in a retroflex anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."